Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated potassium (k) result on a dimension vista 500 system. Siemens hsc has reviewed the information provided by the customer and the dimension vista 500 instrument data. No errors were observed in the instrument data file. Quality control was in range. Repeat of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on a patient plasma sample on a dimension vista 500 system. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and a lower result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated potassium result.